Manufacturer narrative:
Patient ID/initial, age/date of birth, and weight are unknown. Additional product code: hwc. UDI: (B)(4). Implant and explant dates: it is unknown if the device was successfully implanted during the procedure on (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reportr phone number: (B)(6). Manufacture date: june 29, 2015. Expiration date: june 01, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp lat dstl hum plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. One nonconforming report was written for missing documentation on the certificate from our vendor. The documentation error was corrected and a new certificate was received and accepted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2016, a variable angle locking compression plate distal humeral plate (va-lcp dhp), a va locking screw and a low profile metaphyseal compression screw were used. In order to fix va-lcp dhp the surgeon used the low profile metaphyseal compression screw; then he inserted an (unknown) screw in another hole; finally, he tried to insert the va-locking screw. However, mal-locking happened. The surgeon commented that there was a possibility that the screw hole on the plate might be deformed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the unknown screw was exchanged by the reported va-locking screw. No prolongation of surgery occurred.